Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported a right side exchanged due to concerns with the product. Healthcare professional later reported it was reported a seroma. Device remains implanted. This related to the right side.